Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 29mmol/l, with nausea, confusion, and symptoms of dehydration, associated with an alleged site/set/cart issue. Reportedly, the patient resumed treatment with the same pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the cartridges could not be cycled properly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a site/set/cart issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: during investigation, the cartridge plunger o-ring was pinched between the barrel and plunger.